Event description:
The director reported that the tip of a cavitron insert broke in the patient's mouth during a teeth cleaning procedure and the patient swallowed the tip. The patient was sent to the hospital for an x-ray. The reporter stated "patient is absolutely fine".